Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 46 mg/dl and went as high as 398 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated themselves with glucose tablets. Customer stated they took too much insulin in regards to getting a low blood glucose and did not take enough insulin when they received the high blood glucose.